Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported that the patient dg presented a damaged hinge mechanism in clinic yesterday. According to the patient 'something broke about 4 weeks ago', but he failed to notify dr bostrom until his appointment yesterday. It has been further reported that the patient has acute failure of overlocking mechanism.